Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device has not yet been returned for investigation. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: needle-damaged-broken

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received: one used pencan 27gx3 1/2" (88mm) m. Fk-EU/ap/sa without packaging. The returned sample was subjected to a visual examination. The used pencan cannula is broken off approx. 47 mm away from the cannula hub. The structure of the break shows that the cannula was bent before break. The broken off part including the cannula tip was not handed over. In addition, the outside diameter of the pencan cannula was measured according to drawing. Nominal-value: 0.42 mm +0.01/-0 mm actual-value: 0.42 mm the measured value (outside diameter) of the pencan cannula is within the specification. We assume of a problem during the application and consider the complaint to be not confirmed. The complained sample was forwarded to our manufacturing site for evaluation: manufacturing records had no abnormality. We guessed that this abnormality occurred because cannula was bent many times. This abnormality occurred in surgical procedure. Measurement value of stiffness test of retention sample was within our specification.